Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is address in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight los was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (B)(4)."

Event description:
Patient reported that allegedly "something was not right" with the lap-band system as the pt "had very little change in...weight in over 9 months." The pt reported that allegedly "the lap-band didn't seem to affect...ability to eat," and a "leak was found in the tubing." Follow-up findings: health professional allegedly reported that during an "adjustment" health professional "noted leak...tried to pull fluid out and noted little fluid in it". A "very slow leak near proximal aspect of tubing" leak was confirmed with "gastric emptying study and an upper gastrointestinal (gi) with air contrast (kub)." The access port and tubing was explanted and replaced.